Event description:
It was reported that during the procedure the right atrial (ra) lead was attempted to be implanted in different positions due to poor sensing and pacing thresholds. The lead was attempted to be implanted in five different positions and the helix was rotated clockwise 20 to 30 times, but the helix did not extend, and no tissue was seen on the helix mechanism after the lead was removed from the body. A new lead was used as a result. No adverse patient effects were reported. The lead was expected to be returned.